Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6) a getinge field service engineer (fse) replaced the batteries, and completed the pm. The fse calibrated the iabp and then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
During a schedule preventive maintenance (pm) by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed the battery run time test. The batteries only ran for 128 minutes. No patient was involved during this event. No adverse event was reported.